Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device was not returned for analysis. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(6).

Event description:
Following intraocular lens (iol) implant surgery, a healthcare worker reported a patient to have experienced glare and shadowing in both eyes for 1.5 months constantly, headaches, and double vision in both eyes, together and individually. The patient was unable to adapt. The iol was exchanged for another model. There are two medical device reports associated with this event. This report is associated with the first eye.

Manufacturer narrative:
The product was returned for analysis; the reported complaint could not be verified the optic is too damaged to conduct a check for the optical resolution or the diopter of the lens. Haptic and optic damage was observed. Solution was observed on the returned product. Upon return, the lens was observed to be improperly re-cased by the customer that resulted in optic damage. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause; however, the lens was damaged. While we are unable to determine the root cause of the damage, our observation reasonably suggests that is not manufacturing related. Due to the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).

Event description:
In a follow up, the director of the asc indicated that the event has resolved. This file is for the right eye.